Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a perforation occurred, and the procedure was abandoned with no consequences to the patient. Transseptal puncture was done under transesophageal guidance and an aorta puncture with aortic pressure tracing was noted. The procedure was abandoned, and the patient was monitored post procedure and was in stable condition.